Event description:
In june 2002 the end-user called medtronic and stated that upon testing found a leak at the luer connection. In august 2002 maersk medical a/s received the complaint and 1 used tubing. The near-incident/malfunction took place.